Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that a negative axsym cmv igg result of 1.3 au/ml was generated on a patient in 2006. The customer retested the sample on a different axsym analyzer which generated positive results of 34.1 and 24.3 au/ml. The sample was tested at another laboratory on an axsym analyzer and the result was positive at 67.5 au/ml. No impact to patient management was reported.